Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that: "drill guide's distal ring that is supposed to push into plate is broken and so only half of the ring is present."